Event description:
A hospital in (B)(6) reported via a distributor that the heater head of an iw930jeu cosycot infant warmer had cracked. This was found during pt use. No pt consequence was reported.

Manufacturer narrative:
Ps54420. The warmer head of the complaint device was not returned to fisher & paykel healthcare (fph) new zealand for investigation. Photographs of the affected warmer head were provided by the hospital. From the photographs, it appears that one screw boss has completely broken and the other has cracked. We are currently obtaining further info to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a f/u report upon receipt of the info requested and have completed our analysis.